Manufacturer narrative:
The technician found the head up valve was sticking. He replaced the valve to repair the bed.

Event description:
Info received indicates the head section will not go up with the electric and manual controls.